Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported issue during in-house testing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed repeated recoverable error 23008 pointing to the left master tool manipulator (mtml). Intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and found multiple errors pointing to mtml. The customer restarted the surgeon side console (ssc) with circuit breaker flipped to no availability. The procedure was continued with limitations from the mtml as ssc 2 was not available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event further. Based on the field evaluation, this reported event was confirmed. The fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi has not received the mtm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.